Event description:
Patient had a peripheral arterial line. Upon removing sutures, rn noted excessive bleeding. After catheter removed, it was noted that silastic portion of catheter was not attached to hub. Ultrasound performed, and catheter found to be retained within patient. Patient required surgical intervention to remove the catheter.